Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient me ntioned their first stimulator worked for exactly 41 days to fully relieve their pain, but then one of their leads migrated, and their pain returned. When asked for event date, patient stated they believe this occurred sometime after 2006, potentially in 2008. Agent documented the information given on the call.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2012 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(6) , ubd: (B)(6) 2015, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction submitted for b1: "product problem" changed to "adverse event & product problem". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.